Manufacturer narrative:
Review of instrument results files: sample ID (B)(6) (pre transfusion sample) echo reported negative for all screen cells. Screen cells 1 and 3 are visually negative. Screen cell 2 is visually weakly positive. Sample ID (B)(6) (post transfusion sample) echo reported negative for all screen cells. Screen cells 1 and 3 are visually negative. Screen cell 2 is visually weakly positive. A service call was made. The instrument was tested and is operating within specifications with no errors observed. Customer was informed that negative wells that visually appear positive are addressed in (B)(4). Customer advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results on the galileo echo instrument. Customer states that patient had transfusion reaction which prompted them to do a transfusion reaction work up. They tested both the pre- and post-transfusion samples and both resulted as negative on echo serial number (B)(4).